Manufacturer narrative:
A f/u report will be submitted if product is returned.

Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle mini blood glucose meter. The customer obtained readings of 1.1 and 8.9 mmol/l within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinicaly significant. Further readings of 1.7 and 5.0 mmol/l were obtained within 10 minutes. These results fall in the 'b' zone of the parkes error grid. There was no report of death, serious injury or mistreatment.